Event description:
It was reported that on (B)(6) 2012, the patient underwent stenting in the heavily calcified, right internal carotid artery with one rx acculink. Post procedure on (B)(6) 2012, the patient was confused. Computerized tomography (CT) scan and magnetic resonance imaging (MRI) showed no acute findings. The confusion resolved on (B)(6) 2012 and the patient was discharged home. There was no treatment provided. The physician has indicated this confusion is not related to the acculink stent, but is possibly related to the carotid stenting procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.